Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, six tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). Ivestigation summary: bd received one sample and four photos for investigation. The returned sample was visually inspected for defective molding and failed inspection. Due to the deformity, the sample could not be tested for the underfill defect. The customer photos show a tube with a deformed hemogard shield and several tubes with specimen levels well below the stated draw volume. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: draw volume and molding defect. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.